Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection was performed and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software and sensor was found to be in state 3 (indicating the sensor was paired within the last 14 days). Observed no failure modes upon visual inspection of the plug assembly. The current was applied to the sensor to perform accuracy testing while in the test fixture. Additional testing has been performed for this issue and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. All results were within specification. No malfunction or product deficiency was identified. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer reported receiving a sensor scan reading of 68 mg/dl against a competitor brand meter result of 120 mg/dl. The customer experienced a loss of consciousness; however, they indicated they were able to self-treat with metformin 20 mg. The customer did not report of further treatment. There was no report of death or permanent injury associated with this event.